Event description:
Addendum: the adjudication minutes were received/reviewed. Additional information was received that indicated the patient experienced a hypotensive event with neurological changes/tia requiring medication. The event fully resolved within 5 minutes. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The patient was reported to have experienced a stroke that occurred during post-dilation. The patient had a neurological deficit upon leaving the angiography suite. The patient was symptomatic for the index procedure. The proximal lica target lesion was reported to be: a 95% stenosis, 15 mm. Length, absent of thrombus, 5 mm. Reference diameter, not calcified/tortuous, and eccentric. The lesion was pre-dilated. A 6 mm. Angioguard embolic protection device was used. The residual stenosis was 0%. Addendum: the ae was changed to tia. The event was characterized by: right visual field loss, behavioral change/aphasia/dysarthria, and right hemiparesis. The event was reported to be unrelated to a cordis product/anticoagulation and was related to the index procedure. The recovery was full with no deficit. The duration of the event was less than twenty-four hours.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00115 and #9616099-2012-00475.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received (B)(6) 2012 agree with the previous diagnosis of a tia occurring approximately 30 minutes after stent implantation and that the event was device and procedure related. The patient had full recovery without treatment < 24 hours. This information does not change the previous determination. The current code of tia will remain as a not-reportable complaint. Additional information was received that indicated the patient experienced a hypotensive event with neurological changes requiring medication. The event fully resolved within 5 minutes. As such, hypotension and neurologic changes will be added to the file as reportable events. The report received from the sapphire study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The patient was reported to have experienced a stroke that occurred during post-dilation. The patient had a neurological deficit upon leaving the angiography suite. The patient was symptomatic for the index procedure. The proximal lica target lesion was reported to be: a 95% stenosis, 15 mm. Length, absent of thrombus, 5 mm. Reference diameter, not calcified/tortuous, and eccentric. The lesion was pre-dilated. A 6 mm. Angioguard embolic protection device was used. The residual stenosis was 0%. Addendum: the ae was changed to tia. The event was characterized by: right visual field loss, behavioral change/aphasia/dysarthria, and right hemiparesis. The event was reported to be unrelated to a cordis product/anticoagulation and was related to the index procedure. The recovery was full with no deficit. The duration of the event was less than twenty-four hours. The products were not returned for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00115 and #9616099-2012-00475.